Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an 8 abdominal aortic aneurysm. Vessel morphology was reported as straight forward. It was reported that the physician elected to model the stent grafts. It was reported that during the inflation of the reliant balloon in the proximal aortic neck the angiogram demonstrated that the stent graft was in the correct position. After the inflations of the reliant balloon, the final angiogram demonstrated that the stent graft had migrating distally approximately 1cm with a significant proximal type 1 endoleak. The physician stated that during the inflation of the balloon the stent graft moved distally. The physician elected to implant a talent aortic cuff and the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusion: endoleak, balloon, conical aortic neck. Other, secondary intervention.

Event description:
Additional information was received for this case. It was reported that the stent graft has migrated distally due to continued disease progression aortic neck and elongation of the aorta. The physician elected to implant two endurant aortic cuffs successfully resolving the migration. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration. Anatomy related: disease. Progression with aortic elongation. Conclusion: anatomy related: disease progression with aortic neck elongation.